Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, break in pump tubing observed in surgery. The device was removed/replaced. Available for return. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6). According to the available information this inflatable device was never implanted. Information received indicated: ¿a hole in the cylinder was detected during the preparation. The device was not implanted.¿ additional information received indicated: ¿the surgery took place on september 11th. The hole was actually detected during the preparation (when it arrives you will see that it is yellow because it had just been disinfected). No one knows where the hole comes from. The nurse also says she hasn¿t used sharp items during the preparation.¿ a titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact was made with sharp instrumentation. The tow sutures were attached to each cylinder. No functional abnormalities were noted with cylinder 1 and the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the hole was noticed during the preparation of the device. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.